Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported that the patient ((B)(6)) experienced sensory paraesthesia in the right femoral region following their implant procedure. This is a clinical study patient. This event has been determined to not be product related, but is procedure related.